Event description:
The customer called to report that a unit has failed and wanted to know the reason for the failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.